Event description:
The previously reported mi has been updated to be an arc mi. Patient was not on dapt at time of previously reported gi bleed 24 months post the index procedure. Patient was not on dapt at time of previously reported gi bleed 42 months post the index procedure and was treated 2 days later with cauterized vessels.

Manufacturer narrative:
(B)(4). Eval results: (gi bleed).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (haemorrhage, death).

Manufacturer narrative:
Evaluation code, results: inherent risk of procedure (mi). (B)(4).

Event description:
Additional information received confirmed that the patient received a blood transfusion after the previously reported gi bleed that occurred 24 months post index procedure. The subsequent reported gi bleed occurred approximately 42 months and not 29 months as previously reported. Investigator has assessed that this event was not related to the device. It is reported that approximately 42 months post index procedure, the patient suffered an mi. The patient was hospitalized and treated with medication and a blood transfusion. Investigator has assessed that the event was not related to the device. It is reported that the patient recovered with treatment. The previously reported patient death was approximately 46 months post index procedure and not 34 months as previously reported.

Event description:
Patient suffered a gi bleed approximately 24 months post index procedure. An endoscopy was performed. Investigator assessed that the reported event was not related to the study device. Approximately 29 months post index procedure, the patient suffered another gi bleed. The patient was treated with a transfusion. Investigator did not assess whether the reported event was related to the study device. Approximately 34 months post index procedure, patient death occurred. Cause of death was not provided. Patient was asystole on arrival and was pronounced dead. Investigator did not indicate whether the reported event was related to the study device.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the distal rca during the index procedure. It is reported that the pt suffered the following adverse event's post stent implant; acute myeloid leukemia, teeth extraction, stem cell transplant, transfusion reaction, bone marrow aspiration and biopsy and pneumonia. Investigator indicated that the events were not related to the study device or procedure. Pt was asymptomatic/free of symptoms at 30 day, 6 month, 1 year and 1.5 year follow up's. It is reported that the pt suffered a spontaneous gi bleed approx 23 months post index procedure. Colonoscopy and egd were performed and aspirin was discontinued. Investigator has indicated that event was not related to study stent or procedures. Pt was taking aspirin and clopidogrel at the time of the event.